Event description:
"The doctor reported that he identified a leakage from the catheter in y part- in the area of the connection between blue and red lines."

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without an evaluation of the device involved, we are unable to determine the cause of factors that may have contributed to this event.